Manufacturer narrative:
(B)(4). Batch # n5349r. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Photographic analysis: one photo was provided; the picture shows tissue over gauze. Two complete formed staples are noted on the tissue. No signals of bleeding is noted. Based on the photo alone the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that the tissue was not anastomosed. During the endoscopic sleeve gastrectomy, after fired on the 4th firing when severing the stomach, found no staple on the tissue. The customer checked, found the staples formed with b shape, but all the staples were pulled into the distal end of the jaw. The patient was bleeding without blood transfusion. Another new ec60a and ecr60b were used to complete the surgery and stop bleeding. The patient is stable and left from the hospital.

Manufacturer narrative:
(B)(4). Batch number: n5349r. The analysis found that the ec60a device was received with no apparent damage and with an ecr60b reload loaded in the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.